Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump black box history showed an unconfirmed "replace cartridge" alarm on (B)(4) 2012 at 23:42. The unconfirmed alarm completely discharged the pump battery and the pump began a continuous reboot cycle. There was no damage observed to the pump battery compartment or cap. The battery cap secured to the pump and the pump was exercised for 24 hours without power issues. The pump was opened and showed no evidence of damage to the internal components of the pump. Unrelated to the complaint, the bolus button cover was found to be detached from the pump. The missing bolus button cover is obvious and detectable to the user and should alert the user to discontinue use of the device.